Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump experienced multiple pump errors during normal use. Blood glucose level at the time of the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Detailed trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and faded serial number label. Unit passed self test and no unexpected pump error 63 alarm noted during testing. No pump error 63 alarm found in the long trace or pump history.